Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and during the operation, device was recognized by the carto but deflection direction of sheath on the carto system was not in accordance with actual deflection direction. The deflection direction of sheath on the carto system normally should be red, but green was displayed on the carto. After removing the device from the patient, the tip of the sheath was found with bends in it (no exposed wires). The tip was non-slippery. There were no exposed components or lifted/sharpened electrodes. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
Per internal review on 20-aug-2024, it was determined that the "non-slippery" nature was due to the bend and is not a separate issue. Additionally, there were no exposed components or lifted/sharpened parts. As a result, this event is not FDA-reportable. No further reports will be sent regarding this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 12-aug-2024, it was identified that the medical device problem code (h6) for a04 - material integrity problem was mistakenly omitted from the previous submitted initial report. Additionally, the code a26 for insufficient information no longer applies in lieu of the a04 code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).